Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported by the patient that 5 weeks ago she had foot surgery that involves 2 of arthrex cannulated screws. The patient believes there is a possibility that she may be experiencing a metal sensitivity. The device is a titanium alloy.